Manufacturer narrative:
The reported event occurred on an unspecified date in 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix total parenteral nutrition bag was leaking from the corner seam while in storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection under magnification was performed and revealed a small tear/hole slightly above the seam and on the edge of the bag. The reported condition was verified. The cause of the reported condition was determined to be mishandling of the bag after manufacturing. Should additional relevant information become available, a supplemental report will be submitted.